Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. When charged to 10 joules, the device discharged at 1 joule. The device was then charged to 150 joules and then shut down and then rebooted. The device was further tested and the malfunction was no longer observed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.